Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. The customer's current blood glucose was 140 mg/dl. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was not wearing the insulin pump during the hospitalization but the time duration was less than 48 hours. The insulin pump will be returned for analysis.